Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient experienced ventricular tachycardia (vt). Technical services (ts) analyzed device episode data of this implantable cardioverter defibrillator (ICD). This device appropriately detected the vt and delivered three bursts of anti-tachycardia pacing (atp) and three shocks that initially converted the rhythm. However, two minutes later, the vt rhythm returned along with noise due to the respiratory rate trend (rrt) feature on the atrial channel but no oversensing. It was also noted that there was under sensing due to the amplitudes changing from big to small that the device could not detect. Analysis of the presenting electrogram (egm) showed that this patient had passed away. The clinician notified the clinic and stated that patient death was unrelated to device function. No additional adverse patient effects were reported.